Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "false" occlusion alarms occurred. Customer declined follow up from tandem technical support, therefore no additional information could be gathered regarding the event. There was no reported adverse impact.